Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to claim no alarms sounding on smart device application and adverse event that occurred on (B)(6) 2016. Patient's father stated that his son ended up in the emergency room on (B)(6) 2016 after going low and no application alarms sounded. Date of medical intervention is an approximation since unable to contact father to confirm date. No additional event or patient information is available.